Manufacturer narrative:
Investigation conclusion: retained devices from the reported lot number were tested with hcg-negative clinical urine samples and low-hcg urine standards (3 miu/ml). The results were read at 3 and 4 minutes and all devices yielded the expected negative results. No false positive results were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined from the available information as the reported issue was not replicated during testing of retention product. Complaints are tracked and trended on a monthly basis. Per the package insert, this test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.

Event description:
A customer reported that on unspecified date(s) they had 2 cases (unknown if performed on one or two patients) of faint positive results using the consult hcg dipstick test. Several clinicians assessed the dipsticks confirming a positive result. Both cases had confirmatory tests performed on an unknown device with beta hcg quants of <5 (not pregnant). External positive quality controls have been running appropriately. This product is used in over 20 sites and only one site experienced this issue. There was no report of an adverse event. Although requested, no further information has been provided.